Manufacturer narrative:
The initial MDR 2432235-2017-00623 was filed on 01-dec-2017. Additional information (07-dec-2017): a siemens headquarter support center (hsc) specialist reviewed the instrument data and concluded that the cause of the elevated carbon dioxide (co2) quality control (qc) recovery on the advia 1800 instrument was due to a contaminated system. This was resolved when siemens customer service engineer (cse) decontaminated the system on (B)(6) 2017. The customer indicated qc recovered within expected ranges since the service visit.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) due to carbon dioxide concentrated (co2c) outliers and quality control (qc) running low. A siemens customer service engineer (cse) was dispatched to the customer's site. The cse inspected the instrument and performed full system decontamination. The cse ran qc multiple times for consistency after which the co2 recovered within specification. The cause of the discordant, falsely elevated co2c result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated carbon dioxide concentrated (co2c) results were obtained on patient samples on an advia 1800 instrument. The discordant results were not reported to the physician(s). The samples were repeated on the same instrument, resulting lower. The repeated results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated co2c results.